Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2 mg/ml of hydromorphone at 0.3793 mg/day and 10 mg/ml of bupivacaine at 1.897 mg/day via an implantable pump for non-malignant pain and multiple back operations. It was reported by the hcp that patient said every time he has an MRI (magnetic resonance imaging procedure) the motor stall does not recover and he has to have it "re-booted." It was unknown when this occurred. The event logs looked normal with no motor stall on the morning of the report ((B)(6) 2019). The patient has an MRI scheduled for noon. No symptoms were reported. No further complications were reported or anticipated.